Manufacturer narrative:
Visual examination of the returned device found that a break occurred in the lower distal sub assembly extrusion (guidewire lumen). The break was located approx 26cm distal to the port. The shaft was severely stretched. An examination of the distal section of the break found no issues with the crimped stent or balloon. The actual guidewire that was used during the procedure was not returned for analysis. It was not possible to determine if an issue existed with the wire lumen which resulted in the difficulties experienced by the physician, as the lumen was so severely stretched. No anomalies were noted with the crimped stent or balloon. A review of the mfg record shows that the device met its material, assembly and product specs. There are no similar complaints, of this nature, related to this batch number. The root cause of this restriction could not be identified.

Event description:
This complaint is now reportable based on the analysis completed on 6/9/06. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The target lesion was located in the circumflex artery. While tracking the taxus liberte' 2.5x16mm drug eluting stent over the bmw guidewire, the shaft got stuck with the wire and broke outside the pt's body. The procedure was successfully completed with another taxus liberte' stent. No pt complications occurred. However, the returned product confirmed that a shaft fracture occurred on a portion that could enter the pt. This product is only ous approved but it is similar to a marketed us device.